Event description:
Customer reported an IV set male luer broke off into a distal smartsite and blood leaked onto patient's bed. The patient was admitted into the pacu with IV fluids infusing and a lr infusion connected to IV fluids distal smartsite. The nurse disconnected the lr male luer form the IV fluids smartsite and blood was noted to be backing up and leaking onto patient's bed. The IV fluids infusion was stopped and a new IV set and IV fluids bag was hung. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.